Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: 1. Carto 3 system, model #: fg-5400-00m, serial #: (B)(4). 2. Stockert 70 system, model #: 39d-76x, serial #: unk. 3. Cool flow pump. Model #: m-5491-01. Serial #: unk. (B)(4).

Event description:
During an atrial fibrillation (afib) procedure, it was reported that the physicians noticed a small pericardial effusion that was thought to have existed prior to the procedure. When the procedure was almost completed, the patient¿s blood pressure dropped and it was found that the effusion had become larger. A pericardialcentesis was performed and 300 cc's was removed from the pericardial space. The patient was stabilized and was observed overnight.